Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was found to be in safety mode. Additionally, there were concerns that this device exhibited premature battery depletion. Subsequently, the device was explanted and replaced successfully. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.